Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.86 volts, and a charge time of 6.7 seconds. A boston scientific crm technical services (ts) consultant recommended not implanting the device, but requested that the device be returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.